Manufacturer narrative:
(B)(4). D10 : unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown . G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned. Photographs provided show explanted tibial tray with one peg missing (probably peg is missing due to explanation) however a detailed evaluation of the reported event cannot be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs provided were assessed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years post-op, the patient was revised due to subsidence of an uncemented tibial baseplate anteriorly. The tibial component was revised and a cemented primary baseplate with a stem extension was implanted. Attempts have been made and all available information has been provided.